Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 could not be reproduced, but was confirmed through review of the event history log. Evaluation found the motor was seizing intermittently which is known to contribute to the reported symptom. The motor assembly was replaced.

Event description:
It was reported a spectrum pump had system error 105. It was also reported there was no pt involvement.